Event description:
Name and function of complainant: same as reporter. Customer called to report a leak in the return bag tubing. She reported a kind of line visible like a cut on the tubing. Therakos hotline asked the customer if she received any alarms. Customer stated that she did not. Customer reported only seeing blood dripping onto the floor. Customer advised that she aborted the treatment and did not return any blood/blood products to the patient. Customer submitted photo for investigation.

Manufacturer narrative:
Batch record review for lot b110 was performed. There were no non conformances associated with this lot. This lot met all release requirements. A review of complaints received for lot b110 was performed. There was only one other tubing leak reported to date for this lot. The assessment is based on information available at the time of the investigation. A root cause cannot be determined at this time as the photo investigation is still in ongoing. (B)(4).